Event description:
Received left knee injection with euflexxa on (B)(6) and began with a slight respiratory wheeze/congestion. Received bilateral injections on (B)(6), with persistence of the wheeze. Received bilateral injections on (B)(6), followed by immediate dizziness. Approximately 3 hours later, experienced shaking chills that continued. Within a few hours, my fever was 103.9 with increased congestion and wheeze and severe body aching. I presented to a quick care on (B)(6) and was diagnosed with pneumonia, placed on a z-pack and proair. Reason for use: osteoarthritis.